Manufacturer narrative:
Concomitant medical products: product ID: 377660, lot# v002898, implanted: (B)(6) 2006,product type: lead. Product ID: 377660, lot# v009553, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. The patient was scheduled for a battery replacement to occur on (B)(6) 2018. During surgery after they had swapped to a new battery, a routine impedance check was done. Contacts 8-13 and 15 were all 10,000 ohms. The hcp was notified. They took the leads out, wiped them off, and put them back in. They tried cleaning the leads and seating them back in the new battery a couple times and still had the same high impedances when they performed a second impedance check. The hcp decided that they were not going to mess with the leads at all so they hooked everything up and closed the patient. The impedance issue was not resolved. No further actions had been taken due to impedance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is both an adverse event and product problem. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that at this time the issue with the lead has not been resolved. They are still in the process of trying new programs to get coverage where the patient needs it. At this time she is not getting coverage on her right side as well as she would like it.